Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #unk was removed due to bone loss. Bone loss around implant.